Event description:
It was initially reported that a very unhappy patient with a synergy intraocular lens (iol) is going to have an iol exchange. Through follow-up, it was learned that the iol was explanted in the patient's right eye due to blurred distance and intermediate vision. The lens was discarded. There was no vitrectomy, incision enlargement, or sutures required. There was no patient injury. The patient is doing good post-operatively. A non-johnson & johnson lens was implanted as a replacement. No other information was provided.

Manufacturer narrative:
Weight/ethnicity: unknown/asked but unavailable. The device was not returned for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, the account did not provide the information. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional info: further information was provided and reported the patient's ethnicity: not hispanic/latino. The following section has been updated accordingly: section a5: ethnicity: not hispanic/latino. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.